Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "the central venous line came out and fell into the young patient's bed, while the dressing and blue support junction hub remained in place." There was no serious consequences for the patient. No medical intervention required. The patient's current condition is reported as "stable".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "the central venous line came out and fell into the young patient's bed, while the dressing and blue support junction hub remained in place." There was no serious consequences for the patient. No medical intervention required. The patient's current condition is reported as "stable".